Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint of "no protective coating on the tip of the spatula". The instrument was found to have a missing/broken sleeve. A broken piece is missing as a result of breakage. The size of missing piece is approximately .32¿ x .10¿. Additional observation not reported was that the instrument thermal damage on the monopolar yaw pulley, distal clevis, distal idler pulley, and conductor cap. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. However, the electrical continuity test did not pass. Advanced failure analysis confirmed that entire ceramic sleeve (newer design from black zirconia material) is missing and various distal end components exhibit thermal damage. The conductor wire is not broken at the weld, nor is there thermal damage or silicone potting damage where the wire enters the yaw pulley. The wire insulation does exhibit damage adjacent to the side of the yaw pulley. Bare wire is exposed as a result of insulation damage. The location of wire damage suggests insulation may have gotten pinched by the conductor cap edge. Thermal damage may have initiated either from the damaged wire or the yaw pulley base, after the ceramic sleeve became damaged. The instrument housing was removed and found the conductor wire disconnected from its mating energy ID board pin. This is the cause of electrical continuity failing during primary failure analysis. When the wire was re-connected, electrical continuity passed. The disconnection of the wire likely happened post thermal damage, as energy will no longer travel to distal end with wire disconnected. A review of the instrument log for the permanent cautery spatula instrument (470184-13/n10181001 0028) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2019. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because damage to the weld or conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's eighth usage and, therefore, had not expired. Implant date is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that after a da vinci-assisted total benign hysterectomy surgical procedure, the permanent cautery spatula instrument was missing the protective coating on the tip of the spatula. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.